Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior tibial. A 2.5mm x 120mm x 150cm coyote balloon catheter was advanced for dilation. However, on the first inflation at 8 atmospheres, the balloon ruptured. The device was deflated and carefully removed intact from the patient. The procedure was completed with a 2.5 balloon catheter. No patient complications were reported.